Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, keypad overlay texture damage, cracked keypad at select button, cracked case near belt clip rails corners, cracked case, cracked case (battery tube), cracked battery tube threads, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump metal conductor on the battery came loose. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.